Event description:
It was reported the gore® tag® devices migrated 4-5cm proximally. The cause of the migration was progression of the thoracic aortic aneurysm (treated area). The diameter of the proximal neck enlarged from 35mm to 37mm. The proximal migration caused a distal type I endoleak, subsequent aneurysm enlargement, and eventually rupture of the treated aneurysm. Re-intervention had been scheduled to treat the endoleak, and the patient was about to be hospitalized for the treatment; however prior to the hospitalization the rupture occurred. No autopsy was performed.

Manufacturer narrative:
Lot 7815491: (B)(4); lot 7695590: (B)(4). Additional devices implanted and/or related to this event: tgt4015/7695590. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On (B)(6) 2010, the patient underwent a procedure using gore tag thoracic endoprosthesis to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2010, the aneurysm measured 60mm. Follow up dates and aneurysm measurement: (B)(6) 2011, 60mm, (B)(6) 2011, 60mm, (B)(6) 2012, 60mm, (B)(6) 2013, 65mm, (B)(6) 2014, 70mm. There is aneurysm enlargement of 10mm. It is unknown why the aneurysm sac has enlarged and there has been no reported or planned reintervention.

Event description:
On (B)(4) 2014, the devices migrated. It is currently unknown why the migration occurred, which device migrated, proximal or distal, or how much in distance. The patient expired on (B)(6) 2014, due to aneurysm rupture. The rupture was reportedly not device or procedure related.